Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient presented with shortness of breath. An echocardiogram was performed and during the procedure, a high defibrillation coil impedance measurement was observed on the right ventricular (rv) lead. The high impedance measurement did not occur before or after the procedure. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.